Event description:
It was reported that the patient experienced acute depression, possibly related to the implant procedure. The seriousness of the event was described as a life threatening situation. The patient was introduced to clozapina on (B)(6) 2011, and the patient outcome was reported as resolved without sequela as of (B)(6).

Manufacturer narrative:
(B)(4).